Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient using one step complete pads, the device displayed a "defib pad short" message and was unable to deliver therapy to the patient. The attending medic switched to stat padz and successfully defibrillated the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.